Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that the screen is blank except for seeing 'inr' on the lower right of the screen. A display check was performed and nothing was on the screen except for the far right corner. They then pressed the 'm button' to look at a result in the memory and was able to see part of the number on the right of the screen. No results have been misinterpreted and the customer stated that the meter has not been used since the display issue occurred.

Manufacturer narrative:
The customer's meter was received for investigation. The display was broken due to mishandling which caused cracks in the screen and black segments. Most of the segments are no longer displayed. The root cause is determined to be physical damage done to the display due to improper handling or maintenance by the customer. Medwatch fields concomitant medical products and device evaluated by MFR were updated.